Manufacturer narrative:
Mc1vr01-delsys (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pericardial effusion was observed two hours after implant of the leadless implantable pulse generator (ipg), following completion of the operation. Patient blood pressure was decreased and the patient had vomiting, palpitation/discomfort inthe chest with cardiac tamponade. Pericardial effusion was confirmed by ultrasound. Drainage was performed by pericardial puncture. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.